Event description:
It was reported that the insulin pump alarmed multiple alarms. The blood glucose reading was 228 mg/dl. The caller stated that a temporary basal was not programmed prior to the alarm occurring. She was advised that the insulin pump could not be replaced until the donation process was completed and the device was registered to the customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.